Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implanted. Six months after surgery, the patient experienced severe stomach pains. The patient underwent another unknown surgical procedure on an unknown date and it was noted that the small intestine was stuck to the mesh. Additional information has been requested.